Manufacturer narrative:
Date of this report: 13july2021.

Event description:
It was reported that the ventilator had a backup alarm failed error code. Reportedly, the unit had logged the code earlier in the week but was not reported by respiratory therapy. The customer biomed discovered the error code while completing the v60 performance verification testing. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. No patient or user harm reported. The customer troubleshot with technical support. The customer was not able to duplicate the reported issue. The unit was ran for 48 hours with no issue found.